Manufacturer narrative:
The lot was manufactured between august 10, 2017 ¿ august 14, 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a small volume folfusor. This event was discovered after the 24-hour therapy was completed. The pump was filled with an unspecified amount of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.